Manufacturer narrative:
Initial reporter address (B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged as confirmed through x-ray. In addition, the lead also exhibited low amplitude and high pacing threshold. The ra lead was surgically abandoned. No additional adverse patient effects were reported.